Manufacturer narrative:
Date rec¿d by MFR: 06aug2019. Date of report: 02oct2019. The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported navigation ring failure. There was no patient or user harm reported.